Event description:
It was reported by repair work order that there was no power to the bed due to a malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined this is a duplicate of medwatch 0001831750-2013-00936.

Event description:
It was reported by repair work order that there was no power to the bed due to a malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.